Event description:
Customer reported that she is on a cruise, had high blood glucose and her insulin pump is not working correctly. Customer stated that she went to the medical center on the cruise ship and she was treated for high blood glucose and ketoacidosis. The blood glucose reading was 400 mg/dl. Customer stated that she got moisture in the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The unit passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. Unit had cracked case at display window corners, reservoir tube, scratched display window.